Event description:
A customer reported that no image was displayed from the hd camera head during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem was not reproduced. In addition, white scratches and flooding of the main part of the video connector were discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3 and b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it¿s probable there was a temporary loss of image due to water immersion in the name plate of the cable connector. The root cause of the water immersion was unable to be identified as there was no visible damage to the connector. However, the final root cause of the loss of image was unable to be identified, as it was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.